Event description:
It was reported that a half day infusor contained particulate matter inside of its bladder. This was identified during filling with an unspecified solution. There was no patient involvement. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from july 23, 2014 to july 25, 2014. An evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed a solid, white particle, approximately 1.14 mm in length, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be polyester material. The reported condition was verified. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.